Event description:
Our arteriogram tray came single wrapped and they are supposed to be double wrapped for sterility sake. The tech called and told me that the tray was single wrapped and I told her not to use it. We don't want to take any chances because we may not see a small hole or tear. No patient was involved in this event. The problem was discovered as staff were preparing for a case.====================== manufacturer response for arteriogram tray, arteriogram tray (per site reporter).====================== a rep is going to come and get the product and replace it.